Event description:
Boston scientific received information that the patient alleged his left ventricular (lv) lead dislodged and that the physician has electrically abandoned the lead. The boston scientific sales representative attempted to obtain additional information with no success. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the sales representative that the lv lead had dislodged and the patient was also experiencing diaphramatic stimulation. A lead revision procedure was performed the following day, however, the lead was unable to be repositioned. The lv lead was electrically abandoned. No additional adverse patient effects were reported.